Manufacturer narrative:
(B)(4). The customer reported that the device would not charge over 50j. We are considering this a malfunction based on the customer report. This product has been out of support since (B)(4) 2006. Philips informed the customer that this unit is out of support. The lack of availability of replacement parts means that philips/customer will be unable to determine conclusively which, if any, assembly failed. No further investigation is possible.

Event description:
The customer reported that the device would not charge over 50j.